Manufacturer narrative:
Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2012.

Event description:
It was reported that during implant, the patient's right atrial (ra) lead set screw may have broken off with the wrench. Specifically, the physician stated that a lead extender was attached and the set screw was tightened. Removal of the wrench was difficult and a piece of the screw may have broken off. No separate piece was identified or recovered. Medical adhesive was used to seal and cover the set screws. The lead tested within normal parameters. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.